Event description:
One pt developed infection following the use of on-q pain pump for a rib fracture. Catheter was in use about 20 days with four pump replacements prior to infection occurring, fill volume 330.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The pump was not available for eval and investigation. Without a lot number or actual sample, a complete analysis cannot be conducted, and the lot and device history records cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.